Event description:
Physician was not able to deflate a balloon guide catheter 9f, 95 cm in the internal carotid artery (ica) of a (B)(6) female pt. After infusing saline into the balloon, the physician was able to deflate the balloon. The vessel opened up without any issues. The current device instructions for use (IFU) lists warnings that provided recommendations to reduce risk of complications due to slow balloon deflation.